Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulation turning off by itself was caused by incorrect operation by the patient, and them feeling stimulation stronger when connecting was due to it being overadjusted. The patient met with manufacturer representatives on (B)(6) 2018 and was retrained. It was noted that this resolved the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated it seemed like stimulation was turning off by itself and that their symptoms kept coming back since the last month. The patient also stated that they verified stimulation was on with their programmer, and they noticed that when they connected with the programmer they would feel stimulation stronger, also since the last month. The patient reported they had tried to turn stimulation up prior to the call. Syncing with the programmer showed stimulation was on, and the patient had the ability to adjust stimulation. The patient stated they would contact their healthcare provider¿s office first, and then try to change the program to see if it would help. No further complications were reported.